Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient called and reported "bilaterally the volume has gone down quite a bit and both implants are protruding out the sides". Healthcare provider called and reported "possible rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, creases fold and white particles outer device. Leak test and microscopic analysis was performed which identified: striated opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. There is no information that refers to the complaint other technical.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called and reported "bilaterally the volume has gone down quite a bit and both implants are protruding out the sides". Healthcare provider called and reported "possible rupture". This record is for the right side. The device remains implanted.